Event description:
It was reported that while the anesthesia workstation was in standby mode, it generated technical alarms indicating a power supply failure. There was no pt connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch report will be provided when the investigation is finished.